Manufacturer narrative:
The field service engineer (fse) checked the washing unit, wash fountain, sodium hydroxide detergent (naoh-d) and the water flush volumes. He did not find any issues. He performed further troubleshooting by testing urine samples. No carryover via sample pipetting was noted. He performed mechanical checks with successful results. The customer performed calibration and qc with successful results. The issue was not resolved. The customer replaced the sample probe. Indicator tests were performed which gave acceptable results. The fse replaced a teflon block from the cell rinse unit. He adjusted the filling volume of the cuvettes which was noted to be too high. He also adjusted the ultrasonic mixer (usm). Calibrations and qcs were performed with successful results. The customer ran the patient samples that had previous discrepant results and all the results were plausible. The customer uses false bottom tubes (fbt) for small sample volumes for the albumin application. It was reported that no definition has been done for fbt in the system. They run as standard tubes. Product labeling states "non-standard tubes sample tubes with the following dimensions can also be used: o length between 73 mm and 102 mm o outer diameter between 12 mm and 16 mm non-standard tubes and false bottom tubes can be used for patient samples and controls. Please contact your roche service representative for more information about the use of non-standard tubes and other sample containers." The field service engineer corrected the tube configuration for fbts but the issue was not resolved. In the fse's last service visit, he changed the rinse tube and sample pipettor assemblies. He also changed the sample syringe and all of the usm. The investigation excluded reagent issues as no further cases were reported and a correct rerun was performed with the same reagent. The investigation determined that the issue was resolved after five service visits with the exchange of multiple parts. The cause of the event could not be determined.

Manufacturer narrative:
The customer alleged that qc, calibration, and hardware performance checks are within the acceptance range. The field service engineer changed the gear pump head and the cell rinse and adjusted the sample probe and the cuvette filling volume.

Event description:
There was an allegation of questionable albumin total (alb-t) results in urine samples tested on a cobas 6000c 501 module. The initial albumin result for sample 01 was 0.7 mg/l, accompanied with a < test flag. The repeated albumin result for sample 01 was 36.2 mg/l. The initial albumin result for sample 02 was 23.3 mg/l and the repeated result was lower than 3 mg/l. The initial albumin result for sample 03 was 2580 mg/l and the repeated result was 667.3 mg/l. The questionable results were not reported outside of the laboratory. The alb-t reagent lot number and expiration date were not provided.